Event description:
It was reported the ventricular connector is broken, and the battery door will not open without assistance. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector is broken. Battery drawer is sticky. It is noted the device showed signs of customer tampering with the device. Battery release spring rails were broken and found glued back together. Customer applied a lot of silicone to the atrial output connector. Upper and lower cases, side bail covers, and ring cover are broken. Battery release, heart block, lead flex cover, and battery flex are contaminated. Battery contacts are compressed. Side bails and ring are missing. Keyboard is scratched (cosmetic). Gasket on the lcd (liquid crystal display) sticks out into display area.